Event description:
It was reported that the 9800 system displayed an ad channel 13 error. The system did not work after a reboot. There was no harm to the pt.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service replaced the x-ray controller board with generator interface board. System operates as intended.